Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed during normal operation and the plug could not be released. There was no reported patient injury. The procedure was completed using manual compression. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and the 5f non-cordis sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black. When an attempt was made to depress the button, it could not be depressed at all, and the indicator window was solid black at that time. No red color appeared during retraction. The device was not implanted in the patient. The device was not deployed outside the patient. The operator was trained in the device and stored and prepared according to the instructions for use (IFU). The vcd was used during an interventional procedure with a retrograde approach was used, and there were no visible signs of device or package damage prior to use. Angiography verified femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There were no signs of calcium, plaque, a nearby stent, stenosis greater than 50%, or any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use, and the femoral site had not been previously closed within 30 days. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed during normal operation and the plug could not be released. There was no reported patient injury. The procedure was completed using manual compression. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and the 5f non-cordis sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black. When an attempt was made to depress the button, it could not be depressed at all, and the indicator window was solid black at that time. No red color appeared during retraction. The device was not implanted in the patient. The device was not deployed outside the patient. The operator was trained in the device and stored and prepared according to the instructions for use (IFU). The vcd was used during an interventional procedure with a retrograde approach was used, and there were no visible signs of device or package damage prior to use. Angiography verified femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There were no signs of calcium, plaque, a nearby stent, stenosis greater than 50%, or any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use, and the femoral site had not been previously closed within 30 days. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was not locked. The plug was found in its manufactured position, and the indicator wire was not deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed, after the guard was locked, deploying the indicator wire. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the available information and product analysis, user-related factors (potential use error) may have contributed to the reported issue of inability to depress the deployment lever. The device was received with the indicator wire cowling guard not depressed and the indicator wire not deployed. Additionally, no blood was noted in the bleed back indicator. This condition does not align with the customer¿s description of the event. During functional analysis, once the indicator wire cowling guard was depressed, the indicator wire deployed as designed. If the device was used in the condition in which it was received (with the indicator wire not deployed), the indicator window would not transition, and the deployment button would not be able to be depressed. The device is designed such that, upon retraction, the deployed indicator wire abuts the arteriotomy site, triggering the indicator window to transition to black/black and allowing the user to depress the deployment lever and release the plug. Without indicator wire deployment, the window would not transition, and the deployment lever would not depress unless excessive force was applied. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur. Additionally, the IFU cautions, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position.¿ furthermore, the IFU warns, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.